Event description:
It was reported that the pt had the device removed, due to severe back and left leg pain believed to be due to pressure put on the sciatic nerve. After the device was removed, the pt had no further pain.

Manufacturer narrative:
(B) (4).